Event description:
It was reported that this patient experienced ventricular tachycardia (vt) and ventricular fibrillation (vf) and required paramedic intervention and external defibrillation. Upon device data review, it was noted that these episodes were marked but therapy was not appropriately delivered. Boston scientific technical services were contacted and are performing in-depth data analysis. At this time, the device remains implanted and in service. Additional information has been requested regarding the event resolution, but has not yet been received. No additional adverse patient consequences were reported.